Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment the operator reported having difficulty ending the treatment after realizing that she had entered the incorrect ultrafiltration rate. The operator was finally able to end the treatment and enter rinseback mode, however, a high venous pressure alarm occurred indicating the disposable set was likely clotted. Rinseback was not performed resulting in an estimated blood loss of 210cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The operator incorrectly entered the ufr and was unable to perform an end of treatment procedure in a timely manner. The operator contacted technical support for assistance, however, the pt's blood began to clot preventing manual rinseback from being performed. The cycler alarmed appropriately. The user's guide provides a warning stating that the risk of clotting increases when the pump is stopped. The reported blood loss has been reviewed with facility staff who will provide add'l training. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No add'l info will be provided.